Manufacturer narrative:
(B)(4). Date sent: 6/13/2024. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number c9de5k, and no non-conformances were identified additional information was requested and the following was obtained: the device was stabbed during the procedure, multiple adjustments were invalid, resulting in a poor nail declaration information.

Event description:
It was reported that during the unk surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.